Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Tapered scr-v mtx 3.7mm 3.5mm 11.5mm implants (tsvb11) was returned for investigation attached to shaped fixture transfer mounts. Visual inspection of the as returned product identified wear and debris about implant threads and drive features. The product matched print specifications where measured against drawing pd-tsvb11 rev l (digital caliper; cal 3736; (B)(6) 2019). No pre-existing conditions were noted on the per. The reported products were located on tooth # 6 and used for approximately 1 month. The customer has provided an x-ray of the devices, and it was determined that bone loss is evident through sme evaluation. DHR review was completed for the subject lot number 1215261. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1215261) for similar event and 1 other complaint was identified under (B)(4) . August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsvb11). Therefore, based on the available information, device malfunction has not occurred, however the reported medical event was confirmed based on sme review of the returned x-ray. A definitive cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h4: manufacturer date h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k013227.

Event description:
It was reported that implant (tsvb11) was removed due to bone loss at tooth location 6.